Event description:
The patient reported the piston rod of the infusion device became blocked during the rewind process. No errors were displayed. The patient believes an e6 (mechanical) error should have been displayed. The patient changed the battery and a2 (battery low) alarm was displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.